Manufacturer narrative:
The review of provided data confirmed the reported event: -multiple lead impedance measurements tests were performed during the session; however, statistics display was not updated. -reinterrogation solved the problem. The reported event is due to a corruption of the stimclock in programmer. Indeed, in the first session the date displayed was (B)(6) 2024, meanwhile the tests were performed on (B)(6) 2024. The reinterrogation resolved the stimclock corruption. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6)2024, during an alizea follow-up, the physician could not perform the leads impedance measurements. The tablet behaved as if it was performing measurements but nothing was displayed. A reinterrogation solved the issue.